Manufacturer narrative:
The company service rep examined the system and no problems were found. The system was then tested and met all product specifications. The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol 25, no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer.

Event description:
The nurse reported a corneal burn occurred. The nurse wanted the system inspected. Additional info received from the nurse stated the corneal burn occurred within the first 2-3 seconds of phaco. No occlusion bell sounded. The case was completed with the iol implanted. The wound was sutured.